Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.

Event description:
The reporter indicated the plunger was damaged during loading of a 13.2mm vticmo13.2 implantable collamer lens, diopter unknown, and the lens was torn. The lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction: (B)(6) 2016. Additional information received - the reporter indicated another same model lens was implanted and the problem was resolved. (B)(4).